Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0322 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing and infiltrating the catheter before catheterization, it was found that the catheter was broken and had leakage. The device was not used in/on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed to be related to the use of the device. One 4 fr perqcath catheter was returned for evaluation. The t-lock and stylet assembly were returned within the catheter. A complete split was observed at the 29 cm mark. Microscopic observation of the 29 cm end revealed striations which is indicative of a cut made with a sharp instrument. The corresponding split segment was returned and extended from the 29 to 65 cm mark. The proximal luer was flushed with water and a leak was observed at the distal end of the translucent securement wing hub. Microscopic observation of the leak site revealed a longitudinal split with a slight crescent curvature. The 29 cm to 65 cm segment of the catheter was found to be patent to infusion and no leaks were observed during pressurization. Microscopic observation of the leak location revealed granular surface break edges. The sample was cut longitudinally and the internal damage was observed to extend further than the outer surface which is indicative of damage caused from within the catheter. The damage observed is consistent with abrasive wear, which can occur when the stylet is repositioned within the PICC without flushing the catheter and/or compressing the catheter over the stylet. As evidence of damage caused by the stylet was present, the complaint is confirmed to be related to the use of the device. The IFU states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape" and "preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet." A lot history review (lhr) of rebr0322 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing and infiltrating the catheter before catheterization, it was found that the catheter was broken and had leakage. The device was not used in/on the patient.